Manufacturer narrative:
A medtronic representative reported that the inaccuracy was approximately 4mm reported by the surgeon, but we could not reproduce the problem during a check out or in subsequent surgeries so the rep thinks the most likely cause was that someone did a mistake during the navigation, such as reference frame movement or they have change the patient anatomy during the orthopedic procedure. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The instructions for use (IFU) that accompanies the device contains warnings regarding frame movement: ¿warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result.¿ and ¿warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."

Manufacturer narrative:
:12/15/2016. A medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software failed. Reported issue could not be replicated. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A biomed representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.